Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. On (B)(4) 2009, a field service engineer (fse) visited the site to evaluate the instrument. He found that the electrode flag inside the wbc bath had fallen off. The fse replaced the bath assembly and verified repair per established procedures to confirm results meet published performance specs.

Event description:
The customer reported that the lh750 hematology analyzer generated erroneous wbc (white blood cell) results on samples from 25 different pts. The analyzer detected a signal for cellular interference for these samples and, in accordance with the software algorithm, corrected the wbc count by subtracting out the "interference" and generating a corrected wbc count. In fact, the wbc results should not have been corrected, that is, the original, uncorrected wbc results should have been reported by the analyzer. The instrument generated messages of cellular interference and review flags with each sample result. Data from the three sample results provided by the customer are listed. The erroneous wbc results were reported out on all 25 pts. The customer subsequently noted that the lh750 analyzer also corrected the wbc count on the hematology controls. The customer then repeated the testing of the 25 pt samples. Corrected reports were issued for all 25 pts. There were no reported changes to treatment for the 25 pts as a result of this incident.